Event description:
The following was reported to rwmic: event description: at the time the physiomech was inserted inside the peritoneal cavity through the 10 mm port and while deploying it with the ratchet clamp, surgeon noticed that one of the jaws was missing. Prior to inserting the mesh inside the abdomen, stay sutures were applied with the use of 0-gore-tex. Then, the stitches of 0-gore-tex were brought through the abdominal wall, tied. The broken piece of ratchet clamp was visualized. In the process of delivering it through the surgiport, it came off from the clamp and went back inside the abdomen. Approximately 1 hour was spent looking for it and it could not be found. An x-ray was done which revealed that it was to the right of the abdomen. C-arm was brought in and for about an hour and a half surgeon tried to retrieve it, but the piece appeared to be behind the liver and the instrument used could not go behind the liver. Decision was made to perform a right subcostal incision with use of the cautery by dividing the rectus muscle and part of the oblique muscles. Then with the use of the hand, the retrohepatic area was palpated and the foreign body was found and retrieved. The original intended procedure was laparoscopic repair of the incisional hernia. Other pt info: other devices in use on pt: prior to the event that occurred a #10 mm surgiport was inserted with the use of optiview in the subxipoid area. Two #5 mm surgiports were inserted along the anterior axillary line on the left side. Physiomesh measuring 20x25 cm was being inserted inside peritoneal cavity through 10 mm port.

Manufacturer narrative:
Grasping forcep was not returned to rwmic for eval. Facility did not supply rwmic with lot number info. Rwmic is unable to determine when this device was manufactured or sold to this facility. Rwmic reviewed sales, complaint, and repair history for this device and facility. Based on this info the most likely root cause for jaw breakage is improper maintenance and/or excessive force. Labeling was reviewed, IFU caution! Excessive force may lead to breakage or damage of the products. Due to the small dimensions required, the distal tips of the products have only limited strength. Use these products only to grasp and ablate small portions of soft tissue. Check the products for damage and completeness immediately after use. Make sure no missing parts remain in the pt. IFU, section 1: holding forceps, grasping forceps, and dissecting forceps are used for removing tissue residues and foreign bodies and for dissecting and holding all kinds of tissue.